Manufacturer narrative:
Initial report was inadvertently submitted to the FDA webtrader test account.

Event description:
It was reported that there was a re-do case, where duramatrix suturable was originally used, was performed. There was a hole in the graft and a new "bodine tericareium" was used. The hole was discovered after initial surgery. The original surgery date (B)(6) 2021.